Event description:
We received an allegation of questionable inr results for one patient tested with the coaguchekxs meter with serial number compared to an unknown laboratory method.  The meter result at 7:15 am was allegedly 4.9 inr. The meter result at 10:30 am was allegedly 2.8 inr. The laboratory result at 10:45 am was reportedly 3.3 inr.  The patient's therapeutic range is 3.0-4.0 inr.  The interval of testing is 2x per week. The test strip lot number is 58526222. The expiration date is 31-jul-2023.

Manufacturer narrative:
The patient's meter and test strips were requested for investigation. The patient's meter was replaced. The reporter's test strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 4.1¿ 6.8 inr): qc 1: 5.0 inr. Qc 2: 5.0 inr. Qc 3: 4.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."  The investigation did not identify a product problem. The cause of the event could not be determined.  Occupation: patient/consumer.